Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small cuts in mouth [mouth injury]. Catching skin on lip, small cuts lips [lip injury]. Small cuts side of tongue [tongue injury]. Mouth sore [oral pain]. Brush heads fall apart in mouth [device breakage]. Gap around the brush head is so big [device physical property issue]. Brush heads too loose to fit properly [device connection issue]. Gap around the brush head is so big it keeps catching skin on lips, leaves cuts in mouth because the head is rotating; small cuts on inside of mouths, lips, tongue from when it gets caught in the brush head as it's swiveling [injury associated with device]. Case description: a wife reported via e-mail on(B)(6) 2017 that she purchased several packs of oral-b precision clean brushheads with 4 brush heads in each pack, and 6 of the brush heads were defective out of the 2 packs that had been opened. Her husband of unspecified age used the product and the brush heads would fall apart in his mouth, or the gap around the brush head was so big that it kept catching the skin on his lips which left cuts in his mouth because the head was rotating, or they were too loose to fit properly. The reporter stated her husband had used this brand for years, and this had never happened before. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On 23-mar-2017 follow-up report via e-mail: the wife reported her husband began using the precision clean brush heads about 3 months ago, 2 times per day, morning and night. The brush heads were causing issues from the start; either they were falling apart in his mouth, not fitting properly, or cutting him. He did not seek medical attention or do anything to alleviate the cuts. The reporter described they were small cuts on the inside of his mouth, lips, and side of his tongue from getting caught in the brush head as it was swiveling. She reported the condition of his mouth was sore but manageable, like any cut in the mouth would be. The case outcome was not recovered/ not resolved. No further information was provided. On 26-mar-2017 follow-up report via e-mail: the wife reported that her husband took pictures of the head of the current brush he was using. She stated "you can see how there's a difference in the holes in the back and there's a gap on the side." No further information was provided.